Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip would not feed in the jaw properly after a few firings (not fell into the pt). Another instrument was used to complete the case. There was no consequence to the pt.